Manufacturer narrative:
The investigation into the saturated flow issue has been completed since the original report was filed. The device was not returned for investigation. Data logs show high motor current with motor current spike and suction alarm was reported during time of saturated flow event. The cause of the saturated pump flow issue was most likely biomaterial based on data log review.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 67-year-old female in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. Patient had saturated pump flows and high motor current. The impella cp was at end of life and patient needed escalation for full support. The impella cp was explanted and an impella 5.5 was inserted via axillary access for ongoing support.